Event description:
It was reported that the balloon ruptured. A 15mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at the tip to middle part at 12atm. The device was removed without problem with the usual method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.